Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain bag of a prismaflex st100 set was observed to be "cut" and leaked during priming. There was no patient involvement no additional information is available.